Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The product has been returned, the evaluation is currently underway.

Event description:
It was reported that five days after an ivc filter was implanted, on an incidental finding, a CT scan showed three legs outside of the ivc wall. The patient was reported to be asymptomatic and three months later, during a scheduled retrieval, the filter was successfully removed. There was no report of injury to the patient. The filter placement had been infra-renal prior to a surgical removal of an abdominal sarcoma.